Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime, seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump started vibrating uncontrollably. The customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump was exposed to moisture. The customer also stated that they performed the self test and they were able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.